Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The physician decided to monitor the lead remotely. The patient's condition was good at the end of the follow up.

Event description:
New information received indicated that the physician programmed off the high voltage therapy. The patient will be monitored remotely. The patient is in good condition.